Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: additional information about this event could not be obtained. As a result, no further investigation is possible.

Manufacturer narrative:
Additional manufacturing narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending. Reference medwatch report #2017233-2017-00423 for 2nd gore® viabahn® endoprosthesis.

Event description:
The patient received, on an unknown date, a gore® viabahn® endoprosthesis for dialysis access in the upper arm (brachial-bacillic) because of a fistula outflow stenosis. At a later date the patient presented with stenosis just proximal to the gore® viabahn® endoprosthesis previously placed. The doctor implanted 2 additional gore® viabahn® endoprosthesis in the vicinity of this new stenosis. At a later date it was discovered the 2 additional gore® viabahn® endoprosthesis had migrated as a unit (staying together) into the right pulmonary artery. Flow remains in the pulmonary artery and currently the patient is reported to be asymptomatic.